Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and/or images but an inadequate response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: model number, lot #, expiration date, device manufacture date, device code: remove code 1354, conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx device to treat and aneurysm in 2012. Approximately 1 year later the patient underwent a reline for an unknown reason. Recently the patient was presented and treated for a type 3b endoleak and a conversion was performed. As of the date of this report there have been no additional patient sequelae reported. The patient is reported to be doing fine post procedure.